Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during planned explant of the impella cp device, the introducer buckled as the pump was being removed and began to split. The pump had to be removed concurrently with the 14 fr sheath as a result of the complication. There was no patient harm.

Manufacturer narrative:
The impella device was received from the customer on (B)(6)2024 and therefore,an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Manufacturer narrative:
The investigation into the difficulty inserting/removing pump through introducer issue has been completed since the original report was filed. The pump was returned for analysis. The pump was stuck in the peel away sheath along with a stiff buddy wire. The returned product shows that correct insertion practices were not followed. The root cause of the difficulty removing pump through introducer issue was use related to improper technique.